Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer had (6) pca displayed dim segments. Although requested there was no additional information provided at this time.